Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information.

Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Return expected, not yet received.

Event description:
During preparation of the bone cement, one cartridge of monomer would not dispense into the cylinder. There was no patient injury or delay reported as a result of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. The review of manufacturing history shows that products were manufactured according to the pre-defined specifications. The product inspection reveals that the mixing rod was broken and the vacuum was not tight. The most likely root cause is user error. (B)(4).